Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Device status is unknown. This relates to the right device.